Event description:
It was reported that over the last 6 months all over the country there have been 'numerous' asahi miracle bro and grandslam guide wires where during an atherectomy procedure, as the atherectomy device was being removed, there was resistance felt with the guide wire. Both devices were removed stuck together as one unit. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.